Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n: (B)(4)) found to have no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the patient didn't experience symptoms related to the malfunction. There were no external factors that were included. It was reported that they placed the new tined lead and got good feedback on all four electrodes. While connecting the new neurostimulator to the new placed lead, it was not possible to get a secure connection of the lead with the neurostimulator. It was tried with a second torque wrench to connect the lead and the neurostimulator, which as well didn't work well. The lead stayed in place, but was not perfectly secure. Impedance measure was with all connections out of range. Hence, the neurostimulator was explanted and a new neurostimulator was implanted. With the second neurostimulator, the impedance of some connections was still out of range. However, the surgeon decided to finish the implant. In the evening the impedance got improved, the next day the impedance was fine. The issue was resolved. No further complications were reported/anticipated.